Event description:
It was reported that when positioning a patient the compression paddle wasn't compressing as it should using the hand crank. The technologist had the patient step back out of the way and raised the paddle all the way up with the foot pedal and it came down on it's own. There were no injuries.